Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a procedure, a laparoscopic video-assisted thoracoscopic surgery lobectomy, after the stapler fired, the jaws of the device locked on tissue, a piece of reload broke and fell into the patient¿s lung lobe. They cannot remove the reload due to risk of bleeding. They used some tools to open the device that locked on the tissue. They fired one more stapler to complete the case.